Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was not interrogated with two different programmers used and no pacing was delivered. The device was explanted and will be returned. Adverse patient effects were reported but not specified.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had no telemetry capabilities due to battery depletion. The device case was opened and an external power source was connected to the device. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A longevity calculation could not be performed due to lack of information from when the device was implanted.

Event description:
--

Manufacturer narrative:
--

Event description:
Additional information noted that this patient was hospitalized due to cardiac decompensation. The patient had an atrial arrhythmia as well. It was noted that the lead was connected to a new device with no issues.